Event description:
The customer reported to olympus that the evis exera ii ultrasonic bronchofibervideoscope exhibited whiteout endoscopic image and unable to restore no image/white balance incomplete. The event occurred during preparation for use, prior to an unknown procedure. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, leaking at the ultrasonic connector o-ring, biopsy channel port scratched, angle rubber glue cracked, flickering image and image guide breakage at the edge, insertion tube dented and buckled under the boot, and low angulation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific root cause of the event could not be identified. Olympus will continue to monitor field performance for this device.